Manufacturer narrative:
This is another non-conforming standard lag screw omega 110mm length. A pfa was initiated and the affected product should have been returned by the customer. An nc/CAPA was already initiated and the investigation revealed that the root cause was a defective cutting tool used to manufacture the parts. No further actions required at this point of time. If any further information is provided, the investigation report will be updated. Device was not received.

Event description:
The customer reported that one item 110mm 3362-5-110 (v06279) was almost implanted on (B)(6) only to find the guide wire would not go through the lag screw.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
The customer reported that one item 110mm 3362-5-110 (v06279) was almost implanted on (B)(6) only to find the guide wire would not go through the lag screw.